Event description:
It was reported that, the physician advanced a guidant unicore guide wire to a severe lesion. He then tried to pass an occlusion balloon but it would not pass through the lesion. He alternated with another physician but he was also unable to pass the occlusion device. During the second attempt to pass, the wire broke into two pieces. The proximal segment was easily removed, the distal segment was removed using a snare. The ptca was completed without the use of an occlusion device. The physicians said that they never applied strong force while they were trying to pass the occlusion device through the lesion.